Manufacturer narrative:
The pod arrived fully deployed. Pod data indicates the pod operated and delivered insulin as intended during operation. No damages or defects that would affect the delivery of insulin were observed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient wore the pod on the arm for between 5 to 24 hours. The patient experienced significant glucose variability while using multiple pods, with glucose levels alternating between low and high values despite bolus attempts. Following dialysis, the patient developed hypoglycemia and subsequently presented to the emergency department on (B)(6) 2026. At the time of emergency care, the patient experienced vomiting and required medical assistance. Blood glucose was reported as low as 3.8 mmol/l (68 mg/dl) and later increased to 24 mmol/l (432 mg/dl). The reason for hospitalization was hyperglycemia unresponsive to bolus insulin. Intravenous dextrose was administered during the emergency department visit, and the patient was treated and discharged the same day. After discharge, glucose levels remained elevated while wearing a newly placed pod. The following morning, a nurse administered a 10-unit insulin injection, and the pod was replaced again. The patient reported that glucose instability continued despite treatment, and the emergency department intervention may have contributed to subsequent hyperglycemia. The patient was advised to consult with an endocrinologist regarding potential insulin adjustments.